Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified an area of arcing damage on both the proximal and distal coils. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this system, the patient received two shocks and a code 1004 was observed. The shocking impedance measurement at implant was 43 ohms and the current measurements were 6 ohms and 14 ohms and noise was noted during testing. An x-ray revealed this right ventricular (rv) lead had dislodged and the distal coils and proximal coils were in contact. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.